Manufacturer narrative:
The device was discarded by the hospital staff and, therefore, could not be retrieved and inspected. The DHR of the lot was reviewed. Two devices from the same lot were tested to simulate reported conditions; the failure was not reproduced. A definitive root cause could not be established. This report does not constitute an admission that surgify medical or its employees caused or contributed to the event. If any further information becomes known that could change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During minimally invasive biportal surgery, the burr broke/disassembled after less than 10 minutes of use (note: the label indicates a use time of 5 minutes). The device was used at 15k rpm (label max 80k). Continuous irrigation was used during the surgery. Based on the information received, the device performed as expected prior to failure, and no abnormalities with the procedure were reported. Manufacture's representatives were not present during the surgery. The breaking of the burr and collecting the pieces led to a delay of the surgery. No harm was caused to the patient. All parts were recovered, and after photographing them, the hospital staff discarded the pieces, and thus they could not be investigated by the manufacturer.